Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that recently they saw a new pain doctor, and the doctor did some injections in their spine that were directed with an x-ray. Patient stated that the doctor told them that the leads were collapsed and are bundling around the stimulator. Patient inquired if they were wondering if they put them back in or take them out. Patient denied any recent falls/trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-sep-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.